Manufacturer narrative:
The customer indicated the devices were discarded.

Event description:
General report received of an unspecified number of undocumented incidents of air in the tubing sets distal to the y-sites. The tubing sets were being used to deliver unspecified solutions. After unspecified lengths of time in use, the customer contact reported that approximately "1/2cc of air" was noted in the distal y-sites when delivering IV push medications. Reportedly, the clinicians removed the air prior to delivering the medications. It was reported that no air was delivered to pts. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.